Event description:
Boston scientific received information stating: during a routine followup, I found a mdt atrial lead (5076 s/n (B)(6) ) with low amplitude signal less than 0.4 mv. The lead showed a loss of capture but good impedance about 500 ohm. The physician decided to reprogram the device from ddd to vdd stimulation mode and to program closer followup (3 months approximately). Dr. (B)(6) p.o. (B)(6) italia implant date -(B)(6) 2008, event date -(B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).